Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. While a sample was not returned, an action has been opened to determine a root cause, and implement appropriate corrective action for complaints of a similar nature. (B)(4).

Event description:
A customer reported that the trocar valves leaked during the procedures. The procedures were completed without patient harm. Additional information and sample has been requested.